Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a report of infection in the pocket was received. A generator replacement operation was performed several months ago and the infection was confirmed in the outpatient clinic, almost three months later. There is evidence suggesting that the cause for the infection was the patient himself scratched the wound. The device has already been explanted. No additional adverse patient effects were reported.